Manufacturer narrative:
A DHR/qn review for batch 7178951 was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Six open 10ml packaged syringes were received by bd (B)(4) and confirmed to be from batch #7178951. The samples were visually evaluated. The syringes were found to have slight visibility of silicone on the interior of the barrel and/or stopper. The small amount of silicone present is considered acceptable and is necessary for the syringe to function properly. Based on the sample evaluation, bd (B)(4) was not able to duplicate or confirm the customer's indicated failure.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that moisture was found inside the syringe on top of the black plunger fluid at stopper of a bd syringe 10ml luer-lok¿ tip before use. No injury or medical intervention.